Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during an extensive lysis of urethral adhesions, revision of mesh exposure of the sling into the vagina (especially on her right side), and mid-urethral sling transvaginal tape (tvt) on a retropubic approach with cystoscopy procedure performed on (B)(6), 2018. The patient had a mesh exposure from a previous mid-urethral sling procedure. As reported by the patient's attorney, the patient had experienced an unspecified injury. Postoperative findings through inspection under anesthesia at the distal third of the urethra showed folded over vaginal mucosa that on general inspection did not reveal mesh exposure. However, with palpation, the physician could feel it and, with grasping tissues with allis, he could see the exposure. It was perforating just to the left of midline and the exposed area went all the way over to the right side just below the pubic rami and perforated the vaginal mucosa at that point. The entire length of the mesh that would be on her right side was exposed. Cystoscopy was normal. There was no bladder perforation from this material on cystoscopy. With the retropubic or tvt approach, there was no perforation of the bladder either. The bladder appeared to be normal. Good evaluation and efflux were noted just with routine filling from the kidneys and noted in both ureters.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018, the date the sling was implanted, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representative. The implanting surgeon is: dr. (B)(6). (B)(4).